Event description:
Late disassociations of polyethylene liners from pinnacle cups.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2011-05642k. This report 1818910-2013-18505r, will be rejected. 181810-2011-05642k will be kept for investigation purposes.